Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised their blood glucose went down to 199 mg/dl. Customer wanted more training on how to properly change out their site.